Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
As reported: "tip of drill bit broken during procedure."